Event description:
Country of complaint: (B)(6). Guide sleeve (7 degrees) for adjustment of the femur could not be attached. Therefore orientation of the cutting guide was not possible.

Manufacturer narrative:
Two devices were received for investigation. There is no visable failure present. The devices were analyzed visually and measured using calipers. Dimensions of part number 1 are all within tolerance. One of the measured dimensions of part number 2 was found to be out of tolerance. It is assumed that part number 1 was the faulty part which did not fit (within tolerance) and the part that fit was the part that was too narrow (not within tolerance). This indicates that there is a construction error of the tolerance to the mating part. Exact root cause can not be determined. The most likely root cause of the failure is that the other device was either outside the tolerance or was damaged. The information has been forwarded to the corrective/preventive action review board for evaluation.

Manufacturer narrative:
U.s. Reporting agent notified on: 07/21/2015. Manufacturing site eval: evaluation on-going.